Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. It was received for analysis empty opened labeled winding former of product code ep8806h, lot pdr735. As no suture was returned for evaluation, we are unable to investigate further to the issue. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke very easily. There were no adverse patient consequences.